Manufacturer narrative:
(B)(4). Batch # n56d7y. Additional information was requested and the following was obtained. Was any portion of the target tissue cut? If yes, was the cut line complete? There is no further information available on the procedure or issue with the device. The analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable.

Event description:
It was reported that during a laparoscopic parasophigeal and ventral hernia repair procedure, the device would not staple. No buttressing material was being used with an unknown gst reload. No additional details were available. Procedure was completed with another device of the same product code. There were no patient consequences reported.